Manufacturer narrative:
Appropriate term/code not available (3191) [device perforation] ; appropriate term/code not available (3191) [device tilt]. Investigation ¿ the following allegations have been investigated: tilt, vena cava perforation, back pain, pain when standing. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein as prophylaxis prior to bariatric surgery. Patient alleges tilt, vena cava perforation. Patient further alleges to have experienced, "lower back pain that radiates to the legs". The patient additionally notes, "standing is painful because of radiating back pain." Per operative report (implant report), dated (B)(6) 2014, "inferior vena cavogram shows a widely patent inferior vena cava. The maximum diameter is 23 mm. The common iliac veins are noted to be widely patent . There is a middle sacral vein which is noted to be of a large size. Completion spot image shows the inferior vena cava filter in place with minimal tilt." Per final report of CT scan, dated (B)(6) 2017, "positive for caval perforation. Superior extent of ivc filter is at the l2-l3 disc space. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc. Maximum distance prong perforated is 4 mm. Coronal images show 6-degree tilt left-to-right. Sagittal images show zero-degree tilt. Diameter of ivc directly above filter measures 20 mm x 19 mm."

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.